Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device was producing metal shavings. The user facility confirmed that no metal shavings entering the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.